Event description:
No information received indicated that programming changes were made to address post-paced t-wave oversensing (pptwos). The patient was stable throughout.

Event description:
It was reported that the patient presented via a remote transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were not made at this time.